Event description:
Event description boston scientific crm received information from the patient's wife that her husband experienced falling episodes at two weeks post-implant. The device was checked, and no performance inssues were found. Several months later the patient was hospitalized for seizure. During hospitalization, the patient was diagnosed with tachycardia and was treated effectively. The patient later died in 2006, as result of sepsis. The patient's wife feels the device did not perform as intended, and requested the device be analyzed. We received no performance allegation or report of adverse effects prior to the patient's death. Attempts to obtain additional information from the field have been unsuccessful due to the length of time since the patient's death.

Manufacturer narrative:
Event conclusion: this device was returned approximately 12 months following the patient's reported date of death. Upon receipt at boston scientific crm, the device communicated appropriately with the programmer, passed all manual electrical measurements, and exhibited appropriate pacing and sensing. The previous battery status was indicated as 'good'. A review of daily measurements revealed impedances over 2500 ohms on both the atrial and ventricular channels, however, they occurred post-mortem (likely during the removal of the leads from the device at the explant of the system). Once the lead safety switch feature was reset on both channels, normal device function was observed. The device was tested with varying ohm loads, and exhibited normal impedance readings. The device performed normally throughout testing, operating as designed.